Manufacturer narrative:
This report is submitted on oct 18, 2021.

Event description:
Per the clinic, the patient hospitalized (specific date and duration not reported) due to an infection at magnet site which was treated with an antibiotics (specific date, type and duration) not reported. Additional information has been requested but has not been made available as of the date of this report.